Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an unknown patient. It was reported that the patient had an issue with their catheter not being connected to the pump. The hcp was wondering if there was something in between the sutureless connector and the pump port that would be radiopaque. The technical representative told the hcp there shouldn¿t be anything that would show up radiopaque in an x-ray between the pump port and sutureless connector. No further complications were anticipated/reported.